Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire loop of a 5f exoseal vascular closure device (vcd) was not visible when the device was removed, despite the indicator wire cowling having locked properly with an audible click. The indicator window of the exoseal vcd had not changed color during use. The physician removed the device from the body and manual compression was applied. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The device was used in a diagnostic procedure via a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A 5f non-cordis sheath introducer was used. The device was stored and prepped according to the instructions for use (IFU). Angiography confirmed the suitability of the femoral artery, including an insertion angle of 30¿45 degrees and a vessel diameter of =5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator wire loop of a 5f exoseal vascular closure device (vcd) was not visible when the device was removed, despite the indicator wire cowling having locked properly with an audible click. The indicator window of the exoseal vcd had not changed color during use. The physician removed the device from the body and manual compression was applied. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The device was used in a diagnostic procedure via a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A 5f non-cordis sheath introducer was used. The device was stored and prepped according to the instructions for use (IFU). Angiography confirmed the suitability of the femoral artery, including an insertion angle of 30¿45 degrees and a vessel diameter of =5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. Finally, the indicator window was observed in the black/white/red position. No additional anomalies were observed during the visual analysis. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state. A high magnification microscopic evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of "indicator wire deployment difficulty unable " could not be observed as the device received was fully deployed with the indicator wire retracted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire deployment difficulty reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.